Event description:
It was reported that the user experienced hyperglycemia while using an infusion set (inset 6 mm, 23 in) with the ilet system, without pump alarms or noted leaks, and fingerstick confirmed elevated glucose; after a guided set change, glucose declined, and the user later discovered the removed site lacked a cannula, appearing as an adhesive only. Symptoms included hyperglycemia with a highest glucose of 240 mg/dl and ketone testing performed, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included temporary impact requiring a set change and use of backup therapy without professional medical intervention or assistance. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed a suspected infusion set failure characterized by missing cannula at removal, which is consistent with interrupted insulin delivery without alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.